Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that artifact was confirmed on the implantable cardiac monitor (icm) due to the ¿make-break¿ signal on the baseline at the start and end of the ¿asystole¿ episodes. It was noted that one asystole episode lasted more than ten minutes. The icm remains in use. No patient complications have been reported as a result of this event.